Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Analysis of the device revealed that the battery met specifications; the battery passed visual inspection and functional testing. The reported event was confirmed via review of the log files, which revealed a premature battery switching event. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
Device testing results: the battery passed visual inspection and functional testing. Log analysis indicates that there was a premature battery switching event on (B)(6) 2014. While the exact cause of the reported event cannot be conclusively determined, log file data points toward a potential communication anomaly between the controller and the connected battery. However, this battery performed per specification under testing conditions. DHR review results: a review of the device's incoming inspection records indicated there were no non-conforming material record (ncmrs) generated that could be attributed to the reported event. Upon completion of the review, it was concluded that the unit met all the internal requirements prior to its qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint. Battery received.

Manufacturer narrative:
The site has indicated that the pump remains implanted and that battery is going to be returned to the manufacturer for evaluation. The IFU states: warning - keep mobile phones at least 20 inches (50 centimeters) away from the controller, as mobile phones may interfere with controller operation. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings. Warning: keep mobile phones at least 20 inches (50 centimeters) away from the controller, as mobile phones may interfere with controller operation. Recommended practices for effective power management monitor system for abnormal battery behavior. The heartware system's expected behavior is as follows: a controller alerts and changes to the second power source only when the battery has less than (<) 25% capacity (1 indicator light) remaining. The heartware system's abnormal behaviors are as follows: abnormal behavior: a controller changes to the second battery when the first battery has greater than (>) 25% capacity (2 or more indicator lights) still remaining. Action: replace the first battery and remove from service. Abnormal behavior: you hear "beeping" and the controller rapidly switches back and forth between batteries. Action: replace the battery with more indicator lights first, then replace the battery with fewer lights. Remove the battery with more lights from service as it may be a faulty battery. Any of these abnormal behaviors could lead to a critically low battery or possible loss of power. Batteries that exhibit abnormal behavior must be taken out of service. Device remains implanted.

Event description:
It was reported by the patient that the power sources are charging earlier than expected when the batteries had greater than 10% charge remaining. It was further reported that the patient had already had multiple battery exchanges. The patient is active, educated, and is using a cell phone as per IFU.